Event description:
It was reported to boston scientific corp in 2009, that a resolution clip device was used during a procedure performed the same day. According to the complainant, during the procedure, the resolution clip, would not come out of the catheter. At the time of the issue they were in a straight position not in a retroflex position. The procedure was completed with another resolution clip device without any additional complications. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the device failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.